Event description:
During a coronary stent procedure, the stent dislodged in the guide catheter. When the physician removed the delivery device the stent was on teh catheter. No patient injuries or complications occurred.